Event description:
It was reported that the cuff had partially deflated. The tube was removed and the patient was reintubated. It was reported that the tube was pretested successfully prior to insertion.

Manufacturer narrative:
The tube was discarded and therefore, not available for failure investigation. The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number.